Event description:
Customer reports that the pt tested 62 mg/dl on the device while an additional professional device read 32 mg/dl. No action reportedly taken based on device results. No treatment reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.